Event description:
It was reported that the operator used a 6f celt closure device to close a 6f puncture in the femoral artery. Upon deployment of both sets of wings, the implant failed to eject as the last step. The operator decided to pull the entire system out of the arteriotomy. The implant remained attached to the delivery system. The device was returned to vasorum for examination. The patient was stable and discharged same day with no complications.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaints files didn't find any other report with the involved lot number. The investigation was based on the user facility information and testing & evaluation of actual device. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.